Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown stem lot #: unknown, item #: unknown liner lot #: unknown, item #: unknown cup lot #: unknown, 12-115111 cer bioloxd mod hd 28mm +3 nk 2958463. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03907 head.

Event description:
It was reported that the patient underwent initial hip replacement. Subsequently, the patient underwent revision for infection a few weeks later. During the surgery to treat the infection, the hip was dislocated and the bearing became disassembled from the head. Attempts were made to obtain additional information; however, none was available.